Event description:
It was reported to boston scientific corporation that a c-flex biliary stent was implanted in the common bile duct six weeks prior to (B)(6) 2014 (exact date unknown). According to the complainant, during a planned stent removal endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014, it was noted that the stent had fallen out of the common bile duct and migrated, and cannot be located. It was assumed that the device had passed on its own. A biliary dilatation was performed and the bile was duct cleared. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. Reported event of stent migration post procedure. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.